Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the patient was implanted on tuesday and was still going too frequently. Patient had not made any adjustments. The patient received basic functionality of the programmer and they did increase setting a little bit. Additional information received from the patient on (B)(6) 2019 reported that the patient was having frequency again. This started on (B)(6) 2019. The patient stated they needed to turn up the stimulation but could not remember how to use the programmer to do this. Using the programmer, it was determined the patient was on program 1 at 1.4 volts and that the therapy was on. The patient increased the stimulation to 2.1 volts and felt the stimulation. It was recommended that the patient monitor their symptoms and to consult with their healthcare professional (hcp). There were no further complications reported or anticipated.